Event description:
It was reported a cartridge alarm occurred during basal delivery. The customer reverted to an alternate method of insulin therapy. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg.